Event description:
It was reported that tip detachment occurred, resulting in an unretrieved device fragment. The target lesion was located in the right coronary artery. A comet ii was selected for use. During the procedure, a comet wire was inserted for fractional flow reserve (ffr) assessment. The physician noted that the vessel was not difficult to wire, and no issues were encountered with wire manipulation during insertion. However, upon completion of the testing, the wire became stuck and broke at the tip while still inside the patient. Attempts to retrieve the broken segment were unsuccessful, leading the physician to stent the vessel in order to tack the wire tip against the vessel wall. The procedure was completed using an alternative method by placing the stent over broken wire tip. The patient was stable post procedure, however, was admitted to the hospital beyond the standard of care with discharge on an unknown date.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device revealed that the body was kinked at 38cm from distal to proximal, additionally the wire returned detached from the sensor, this part did not return for analysis.

Event description:
It was reported that tip detachment occurred, resulting in an unretrieved device fragment. The target lesion was located in the right coronary artery. A comet ii was selected for use. During the procedure, a comet wire was inserted for fractional flow reserve (ffr) assessment. The physician noted that the vessel was not difficult to wire, and no issues were encountered with wire manipulation during insertion. However, upon completion of the testing, the wire became stuck and broke at the tip while still inside the patient. Attempts to retrieve the broken segment were unsuccessful, leading the physician to stent the vessel in order to tack the wire tip against the vessel wall. The procedure was completed using an alternative method by placing the stent over broken wire tip. The patient was stable post procedure, however, was admitted to the hospital beyond the standard of care with discharge on an unknown date.